Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709sc, lot# n274843011, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient who was receiving baclofen [500 mcg/ml] at a rate of 200 mcg/day via intrathecal drug delivery pump. The indications for use of the pump were multiple sclerosis and intractable spasticity. It was reported that the patient was to have a replacement procedure for the battery. When the manufacturer representative arrived at the hospital, the physician indicated that there was a catheter fracture. The patient had experienced a return of spasticity. When a dye study was performed, it was revealed that there was a leak in the catheter. There were no known environments, external, or patient factors that may have led or contributed to the issue. The catheter was replaced along with the pump, and the issue was resolved at the time of report. It was noted that the event occurred in 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.